Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00591 and MDR # 1828100-2014-00589. During troubleshooting technical support had the biomedical engineer (biomed) check the connection of the ccm to the base. All the pins looked in tact so the biomed reconnected the ccm to the base and now the ccm booted up properly (probably a loose connection). The biomed opened the perfusion screen and reassigned the arterial centrifugal pump and the flow meter. Flow was displayed on the ccm pump icon but not on the centrifugal control unit display. To correct this, the biomed entered the configuration screen and unassigned and reassigned the centrifugal pump and the flow meter. The pump now displayed flow. The field service rep (fsr) went to the user facility to check functionality of all devices. The fsr found everything working to manufacturer's specifications. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of a back-up system while troubleshooting during a cardiopulmonary bypass procedure, the central control monitor (ccm) was not powering on properly, only lines appeared on the screen. This issue occurred during the same case as MDR #1828100-2014-00591. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.